Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The patient was hospitalized after post-cardiac arrest and underwent therapeutic hypothermia. The icy catheter (lot # unknown) was inserted into the patient's femoral vein. The patient's body temperature at the start of ivtm therapy was measured at 36.9°c. Approximately 24 hours after the catheter placement, when the patient was in the maintenance phase with a target temperature of 36° c, the nurse noticed a 100ml of saline in the bag and the pink color of the saline in the start-up kit (suk) (lot # unknown) tubing. The catheter was tested with the syringe with sterile saline and the presence of a blood tinge was noted in the catheter tubing. There were no air trap alarm messages displayed by the thermogard console. A catheter leak and the infusion of 150ml of saline were suspected. The customer followed the IFU and did not replace the saline bag before the leak investigation. Per the reporter, the ivtm therapy was discontinued as the patient has reached the target temperature. The catheter was removed the following day. No patient adverse effects were reported.

Manufacturer narrative:
The reported complaint of a leak on the icy catheter (lot # 168725) was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial balloon during the functional pressure leak test. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Blood residues were observed in the balloons and luered tubing. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100psi, a bonding leak was observed at the proximal end of the medial balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for an icy catheter with lot number 168725. Correction: b5 and d4, lot # for catheter awas updated

Event description:
The patient was hospitalized after post-cardiac arrest and underwent therapeutic hypothermia. The icy catheter (lot # 168725 ) was inserted into the patient's femoral vein. The patient's body temperature at the start of ivtm therapy was measured at 36.9°c. Approximately 24 hours after the catheter placement, when the patient was in the maintenance phase with a target temperature of 36° c, the nurse noticed a 100ml of saline in the bag and the pink color of the saline in the start-up kit (suk) (lot # unknown) tubing. The catheter was tested with the syringe with sterile saline and the presence of a blood tinge was noted in the catheter tubing. There were no air trap alarm messages displayed by the thermogard console. A catheter leak and the infusion of 150ml of saline were suspected. The customer followed the IFU and did not replace the saline bag before the leak investigation. Per the reporter, the ivtm therapy was discontinued as the patient has reached the target temperature. The catheter was removed the following day. No patient adverse effects were reported.